Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have presented to hospital with chest pain and bilateral lower extremity swelling. Diagnostic testing confirmed bilateral pulmonary embolism (pe) and a right lower extremity deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and placed in an infrarenal position. Approximately eleven years after the filter implantation, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced anxiety, worry and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion that causes injury and damage to the patient. According to the medical records provided, two days prior to the index procedure, the patient presented with chest pain and bilateral lower extremity swelling. A computerized tomography (CT) scan of the chest confirmed multiple bilateral pulmonary thromboembolism, and a right leg venous doppler confirmed acute right lower extremity deep venous thrombosis (dvt). Per the implant records, the filter was indicated for pulmonary embolism (pe) and bilateral deep vein thrombosis. Using ultrasound guidance, an inferior vena cavagram was performed; the inferior vena cava (ivc) was measured and the renal veins were located. A trapease ivc filter was positioned and successfully deployed below the renal veins. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years post implantation. The patient reports blood clots, clotting and or occlusion of the ivc, and further experienced anxiety related to the filter.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion that causes injury and damage to the patient. According to the medical records provided, two days prior to the index procedure, the patient presented with chest pain and bilateral lower extremity swelling. A computerized tomography (CT) scan of the chest confirmed multiple bilateral pulmonary thromboembolism, and a right leg venous doppler confirmed acute right lower extremity deep venous thrombosis (dvt). Per the implant records, the filter was indicated for pulmonary embolism (pe) and bilateral deep vein thrombosis. Using ultrasound guidance, an inferior vena cavagram was performed; the inferior vena cava (ivc) was measured and the renal veins were located. A trapease ivc filter was positioned and successfully deployed below the renal veins. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years post implantation. The patient reports blood clots, clotting and or occlusion of the ivc, and further experienced anxiety related to the filter. According to the information received in the redacted amended patient profile form (ppf), the patient became aware of the reported events approximately twelve years and seven months post implantation. The patient reports fracture of the ivc filter with the fractured filter struts retained within the inferior vena cava, perforation of filter strut(s) outside the ivc, blood clots, clotting and or occlusion of the ivc, perforation abutting an adjacent organ and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, two days prior to implant, the patient presented with chest pain and bilateral lower extremity swelling diagnosed as dvt. A CT of the chest confirmed multiple bilateral pulmonary thromboembolism, and a right leg venous doppler confirmed acute right lower extremity deep venous thrombosis (dvt). Using ultrasound guidance, an inferior venacavagram was performed; the inferior vena cava (ivc) was measured and the renal veins were located. A trapease ivc filter was positioned and successfully deployed below the renal veins. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion that causes injury and damage to the patient. Per the patient profile form (ppf), the patient reports fracture of the ivc filter with the fractured filter struts retained within the inferior vena cava, perforation of filter strut(s) outside the ivc, blood clots, clotting and or occlusion of the ivc, perforation abutting an adjacent organ and further experienced anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and other structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.